Event description:
It was reported that the device experienced a reduction in predicted longevity. The device was explanted and replaced. The right atrial (ra) lead had chronically high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 383059, implantable pacing lead, (B)(6) 2010; 694765, implantable tachy lead, (B)(6) 2010; 419488, implantable pacing lead, (B)(6) 2010. (B)(4).